Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va290pv, implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called and reiterated the previously reported information, that since implant the therapy had never worked for their bladder symptoms and that they'd had a revision on the wire because the urologist had thought maybe the wire connection at the ins hadn't been correct, however nothing had changed for the patient's symptoms since the revision. The therapy still had no impact on the patient's symptoms and they'd ultimately given up on the implant and stopped using it 6 months ago. The patient stated their hcp decided to do botox on the patient instead, though "quite frankly," the patient didn't think the botox was working for their symptoms either. The patient called today to inquire about what they needed to do to get an MRI of their head. The patient stated they'd charged the ins up 3 weeks ago but they hadn't activated MRI mode at that time. Patient services reviewed MRI mode with the patient and advised that if the patient or the technicians at the MRI facility had questions to call back to review MRI guidelines/MRI mode.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va290pv, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 04-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced an increase in leakage since received implant. They received the implant to help with frequency and urgency symptoms. The frequency had improved at night from getting up 4-7 times down to 2-5 times with 3 being the average. The leakage occurs when they get the urge and don't get to the bathroom in time; however this had increased. Before, they used only a couple of pads a day; however, they now use 4-5 pads and they were all saturated. Patient services reviewed therapy information and general programming guidance. The setting was on program 7 at 4.2 and at this level patient reports was experiencing pain in right testicle. They had been on program 7 for the past 3 months. Patient services reviewed recommendation to decrease stimulation in order to determine if lower setting will be more comfortable. The caller decreased setting down to 3.8 and the patient said that the pain had stopped in the right testicle. Patient services reviewed the option of s witching to a different program in order to find a program in which the stimulation sensation is comfortable and helps improve symptom control in frequency and urgency. The patient was going to monitor their symptoms for the rest of the day/night and based on results to decide whether to switch to a different program. There were no device issues reported, and no further patient complications reported at this time. Additional information reported on 2021-07-30 stated that on monday patient had lead revision as new hcp didn't think that there was a good connection with the initial implant. Caller said that the surgeon and rep said that during the revision they were able to get a good connection. Patient said that on monday rep programmed and turned stimulation on and patient felt it. Caller asked for instruction on how to turn therapy on as it says therapy is off and they just recharged implant. Reviewed instruction and they were able to connect and turn therapy off and checked ins battery level which is at 50%. Reviewed recharging information and caller said that they will charge again later.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were asked to clarify the statement they had a lead revision as a new hcp didn't think there was a good connection; they replied it was either procedure or a device concern; regardless, it didn't work as anticipated/4-5 times per night-the replacement device done in september by a different doctor is about th. Some, 3 or 4 per night, some 2 and sometimes 5 or 6. The cause of the reported issue was unknown. They were not convinced that the implant was as effective as advertised. They continually changed program settings there were 15 different settings and customized settings. The issue was not yet resolved, but it was still in use. They were still looking for a good setting though regularly caused only 2-3 frequency trips per night. The noted that prior to implant they had 4-6 urinations per night, with their first implant they had 3-5 and now they had 3-4 times. They noted leaking was a major problem, they needed 4 pad changes per day.